Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the et45b instrument doesn't fire normally during the procedure. A competitor's instrument was used to complete the case.